Event description:
Contact reports setscrews loosened from two pedicle screws. Construct was l2 - l5. At l2 the surgeon implanted only one screw (right side). He used one crossover and no interbody device. The l2 screw was reported to have pulled out and the construct loosened at l3. As a result of this event a revision was performed.